Event description:
The pt's mother reported that her son's tracheostomy tube had an unspecified leak. A non-routine replacement of the tube was performed by a nurse.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.